Manufacturer narrative:
H10: per additional information received, the facility correctly implemented the reprocessing steps. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material (organic silicone material and fluorine-coated rubber-like material) clogging the nozzle could not be identified. However, it¿s likely the cause is related to a part of the device being chipped due to deterioration of the accessories and entering the air/water channel.. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: - the instruction operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following. Warning: - 9. Inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the colonovideoscope had low air/water supply with foreign material in the nozzle. Inspection and testing of the returned device found that there was foreign material in the nozzle. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. It was also noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and there were scratches throughout the device. The zoom function did not work smoothly due to damage to the zoom charge coupled device unit and the scope cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.